Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of patient. What were the indications for surgery? What was found? Gallbladder; unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? No. If so, whom?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was getting malformed clips. The surgeon preloaded the device before placing on artery and duct, and did not place jaws over other clips. Also, jaws got stuck in trocar when trying to remove. The staff cannot remember if a clip was in the jaws during removal or not. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results for the device was returned with shaft broken. The jaws and cam were noted bent. The tissue stop was returned inside a plastic bag. No functional testing could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted in the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.